Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date. During the procedure, the tissue effect was less than expected and the lights on the mdu were flashing. The procedure was completed with another like device and there were no adverse patient consequences.